Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to unknown product performance anomaly. This rv lead was replaced with same model. No additional adverse patient effects were reported.